Manufacturer narrative:
(B)(4). Insulin pump trace download analysis confirmed the pump alarmed low battery alert and battery power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and battery power loss alarm due to connector resistance issue on electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that the insulin pump had low battery alert prior to the replace battery now alarm. Customer stated that the timing was less than 8 hours from low battery alert prior to the replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.